Event description:
The customer reported errors with the (B) (4) camera and ipc. Also, the system reboots.

Manufacturer narrative:
(B) (4). The ge svc rep replaced the main power supply. He checked the power, video cable, camera, and ipc connector. The system operates as intended.